Manufacturer narrative:
Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record (DHR) review was conducted: part: 04.027.052s; lot: 1l83465; manufacturing site: (B)(4); supplier: (B)(4); release to warehouse date: 16.oct.2018; expiry date: 01.oct.2028. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the received blade does not show any damage and was found in good condition. Several signs on the surface are indicating contact with the nail during insertion but does not reflect any damages which would have contributed to the reported problem. The pfna-ii blade was received in complete locked position. Functional test: a functional test was performed with a test impactor and did not show any abnormalities, the blade could be locked and unlocked without any difficulties as intended. The reported malfunction could not be replicated. Therefore this complaint is classified as not confirmed. Dimensional inspection: not required per selected investigation flow as complaint condition could not be replicated. Document/specification review: not required per selected investigation flow as complaint condition could not be replicated. Summary: our investigation has shown that no product related issue was identified, therefore the complaint condition for this device is rated as unconfirmed. A functional test was performed and did not show any abnormalities. The blade could be locked and unlocked without any difficulties. No malfunction could be detected. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent an unknown surgery for femoral trochanteric fracture with proximal femoral nail antirotation (pfna-ii) on (B)(6) 2019. During surgery, the pfna-ii blade could not be locked properly. Thus, the surgeon used another blade with the same length and was able to lock successfully. There was minor bleeding when the surgeon replaced the blade. There was a surgical delay of less than thirty (30) minutes. The procedure was completed successfully with the patient in a stable condition. Concomitant device reported: unknown pfna-ii nail (part# unknown, lot# unknown, quantity# 1); unknown locking screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) pfna-ii blade l85 tan. This is report 1 of 1 for complaint (B)(4).